Event description:
Pca pump volume showed 6.0ml on display; however, mso4 bag appeared full. Pt c/o unrelieved pain. Pca tubing was kinked; however, pump did not alarm when pca dose button was pressed by rn.